Event description:
(B)(6), infusion nurse reported pump malfunction. Pump is alarming. No specifics reported. No further information, details or dates provided. Unknown if patient missed a dose or experienced another adverse event. Unknown if pump is available for return to manufacturer.